Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, burning/smoke/electrical odor. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an alleging device has burning smell and electrical odor related to bipap devices sound abatement foam. The patient alleging throat and nasal irritation, soreness. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has burning smell and electrical odor related to bipap devices sound abatement foam. The patient alleging throat and nasal irritation, soreness. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) a1, a3, d1, d4, g4 and h6 have been updated to reflect the new information and changes.